Manufacturer narrative:
Conclusion and justification status: previous investigations that have included device history reviews since the lcs duo-fix femoral components were launched have shown no indication of deviations or anomalies with regard to material specification or inspection. Therefore no DHR (device history record) review for this individual lcs duo-fix femoral component will be carried out at this point in time. Investigations identified that alumina particles that become embedded in the porous coating during grit-blasting as part of the ha coating process can be released and become embedded in the polyethylene tibial insert. The lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Wwcapa (B)(4) have been established regarding the root cause(s) and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Product disposition: the product(s) have been sent to the relevant investigation centre. If the product(s), and/or any additional information, are returned to the complaints group they will be placed in archive or returned to the complainant on request. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient's right knee was revised for unknown reason. This case was reported by the (B)(6) following receipt of compensation claim from the patient's representative legal counsel.